Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds and high impedance. The rv lead was successfully replaced. No additional adverse patient effects were reported.